Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12419. Note: the patient received two leads from the same lot. It was reported one of the patient's leads has high impedance readings on all of the contacts and the patient has lost stimulation coverage on her right side. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).